Event description:
Had 3 known instances where the black needle piece in the blood transfer device became detached from the rest of the blood transfer device. One was sucked into a blood culture bottle. The other two were able to be removed from the bottles. However, these put patients and personnel at risk to infectious material, blood borne pathogens and unnecessary treatment. One of the phlebotomists was sprayed by blood due to the failure. Reference report #mw5148488, #mw5148489.